Event description:
During the lobectomy, after firing and opening the instrument, the tissue bled excessively. The staple line did not form properly. The surgery was completed. No further patient details was provided.